Event description:
It was reported that when screwing the guide rod into the impactor on the back table, the guide rod broke leading to remaining components fitting loosely. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.